Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25990, related manufacturer reference number: 2017865-2021-25991. It was reported that the patient developed an infection and presented to the clinic with a hole noted at the lateral end of the implant incision. The pacemaker as well as the atrial and right ventricular lead were explanted. The patient was in stable condition.